Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not think the pump was not delivering insulin as it should. The customer had a blood glucose (bg) level of 159 mg/dl and a correction bolus was delivered via the pump to address the bg level. A pump system check was performed and no device issues were found. The customer declined to remove the infusion set site. Tandem technical support advised the customer to discuss what may be affecting the bg level with a healthcare provider.